Event description:
The pt underwent a diagnostic procedure. The cardiologist attempted arteriotomy closure using a techstar xl 6 fr. Device. A rpoblem occurred while attempting to deploy the device. The device could not be removed and the pt was taken to surgery for device removal. Surgery was successful and the pt recovered without further incident. The pt was discharged on 9/30/99.